Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and during the procedure, it was discovered that the implant magnet had dislodged from the silicone pocket. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent no sound with the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.